Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The manufacturer¿s international service technician confirmed the reported light emitting diode issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The technician also performed periodic maintenance where the device had no malfunction, but the lithium-ion battery, the pm kit 2, including the oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit, were replaced in accordance with the maintenance procedure.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported power switch overlay failed. There was no patient involvement.